Event description:
It was reported that the pt experienced a frontal lobe, and brain stem bleed at initial phase of implant. The pt was unable to sit up afterward. The pt was admitted to a rehabilitation hospital for continued care. Additional info has been requested, a follow-up report will be submitted, if additional info becomes available.

Manufacturer narrative:
.